Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and tyco tunneller were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with paravaginal defect repair, sacrospinous ligament fixation, enterocele repair, posterior repair and anal sphincteroplasty.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.